Manufacturer narrative:
The customer's weight information with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
The customer's weight information has been changed to (B)(6).

Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened dome switch on esc, act and up arrow button. Connector was inspected and locked on lcd board. No button error alarm during testing. Insulin pump passed displacement test, self test, off no power test and all operating currents tested within the specific range. Insulin pump was monitored and tested with no weak battery alarm and failed battery test noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a failed battery alarm and buttons not working. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting was not performed. The customer was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.